Manufacturer narrative:
(B)(4). Physio-control provided the customer with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench) and their device will not power on. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was able to verify the reported issue. Physio determined that the cause of the reported issue was due to capacitor, designator c76, on the digital pcb assembly. C76 was electrically shorted and caused overheating, which caused the pcb to become damaged, preventing the device from powering on.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench) and their device will not power on. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.